Manufacturer narrative:
The astral device was not returned to resmed. Based on all available evidence, an investigation determined that the reported complaint was most likely due to a faulty/defective internal battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded warning alarm. There was no patient harm or serious injury reported as a result of this incident.